Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the pulmonic position using a commander delivery system and 14fr non-edwards sheath, the valve was aligned in the non-edwards sheath in the ivc, which was difficult and required several resets to the fine adjustment wheel/locking mechanism. There was a lot of push force needed to advance the valve and delivery system through the patients tortuous anatomy. The balloon and valve were difficult to get into position. When the pusher was pulled back in preparation for deployment, the valve was moving relative to the marker. The balloon was suspected to be damaged. Blood was noticed in the endoflator when pulled negative confirming the balloon damage. The devices were attempted to be removed, but the valve and delivery system would not come into the esheath. There was flaring of the valve frame during the withdrawal attempt. The devices were attempted to be removed as a unit, but got stuck at the venous access. A mini cut-down to the groin was performed to remove the system. A second system was prepared and delivered successfully.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The report represents the delivery system using in the case. Please reference related manufacturer report 2015691-2021-01409. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, dimensional, and/or functional testing could not be performed. 3mensio report and post procedural imagery was provided by the site for review. It was observed there was tortuosity and calcification present on the patient anatomy. There was calcification present on the landing zone. There were bent struts present on the valve. Due to the unavailability of the device lot number, DHR review and lot history review were unable to be performed. A complaint history review on confirmed device complaints (returned and no product returned) from march 2020 to february 2021 found other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device training manual, valve alignment: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Note: manage guidewire position. Guidewire can move proximally during valve alignment. Note: the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note: a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Note: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations: compression may be observe in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Note: thv moves in only one direction relative to the balloon. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vena cava and relieving compression (or tension) in the system will be necessary. Thv deployment: prior to deployment check to ensure: thv is exactly between the valve alignment markers, flex tip is on the triple marker, balloon lock is locked. Perform thv deployment: unlock the inflation device, confirm thv position, begin initial deployment with a slow controlled inflation, reposition thv as necessary, fully inflate and hold for 3 seconds to ensure complete deployment, completely deflate the balloon and withdraw the balloon. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment, ensure stability of delivery system during thv deployment, slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Factors that may affect the thv deployment characteristics. Narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv. Thv oversizing: reduced thv foreshortening. Incomplete thv expansion: reduced foreshortening of the thv. Severe ihss including septal hypertrophy: thv movement aortic. Thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath, ensuring the thv is completely inside the sheath and just past the sheath tip. If using gore dryseal sheath, perform valve retrieval into the gore dryseal sheath in the ivc. Withdraw the delivery system and sheath as a single unit completely from the access site while maintaining guidewire position. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for valve alignment difficulty or inability, fine adjust and thv moves on balloon were unable to be confirmed. The complaint for balloon leak and difficulty or inability to withdraw system through non-edwards sheath were able to be confirmed from the imagery provided. Due to unavailability of returned device and relevant imagery, additional visual, dimensional, and/or functional testing could not be performed. Therefore, a presence of manufacturing non-conformance could not be determined. A review of complaint history and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of IFU and training materials revealed no deficiencies. As mentioned in the IFU, if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Per report, the valve was aligned in the non-edwards sheath in the ivc, which was difficult and required several resets to the fine adjustment wheel/locking mechanism. There was a lot of push force needed to advance the valve and delivery system through the patients tortuous anatomy. Performing valve alignment in the sheath and tortuous anatomy can induce tension in the system, resulting in high alignment forces when attempting to align the valve over the alignment markers resulting in the difficulties with valve alignment as noted. Navigation through the tortuous anatomy could contribute to the build-up of tension in the system. Device manipulation to navigate through the tortuous anatomy could contribute to the buildup of tension in the system. It is likely that the built up tension in the system was released during retraction of the flex tip resulting in the reported valve movement and misalignment on the delivery system inflation balloon. As documented in a risk assessment, when built up tension is released during flex tip retraction, it can cause the valve to move proximally relative to the balloon per the 3mensio and report, there was calcification present in the patient anatomy. It is possible that the balloon may have made contact with a calcium nodule the delivery system advancement through the patient leading to damage to the balloon. As such it is possible that the combination of the present tortuosity in the patient leading to a noncoaxial withdrawal of the delivery system into the sheath and the altered profile of a balloon due to the damage noted causing the withdrawal difficulties reported, leading to the bent valve strut and further exacerbated by the bent strut. Available information suggests that patient factors (calcification/tortuosity) and procedural factors (performing valve alignment in non-straight section / bent struts / release of tension in system built up during valve alignment difficulty) may have contributed to the complaint event. The complaint for balloon leak was confirmed. Available information suggests patient factors (calcification) may have contributed to the reported event. The complaint for valve alignment difficulty or inability, fine adjust was unable to be confirmed. Available information suggests patient factors (tortuosity) and procedural factors (performing valve alignment in non straight section / non edwards sheath) may have contributed to the reported event. The complaint for thv moves on balloon was unable to be confirmed through the provided imagery and the returned devices. Available information suggests patient factors procedural factors (release of tension in system built up during valve alignment difficulty) may have contributed to the reported event. A CAPA and risk assessment were previously initiated. The complaint for difficulty or inability to withdraw system through non edwards sheath was able to be confirmed through the provided imagery. Available information suggests patient factors (tortuosity) and procedural factors (bent struts / non-coaxial withdrawal / altered balloon profile) may have contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.